Event description:
Customer reported receiving a no delivery alarm on the insulin pump. Customer believes he may have inserted too close to the first site, causing the alarm. It was noted that changing the site did resolve the issue. Customer's blood glucose reading at the time of the call was 140 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.